Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife called in to report that the husband's insulin pump reservoir had air bubble. Caller stated that the customer's blood glucose was 130 mg/dl at the time of the call. Advised to store the insulin at room temperature because cold insulin can cause air bubble and inaccurate insulin delivery.